Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 30-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient experience one day of good relief during the trial after which efficacy dropped to 20 or 30%. It was reported that the patient was very active, using a rowing machine and cycling often (20 miles in one sitting), which may have contributed to the issue. An x-ray was taken prior to the lead removal which demonstrated that the right lead migrated caudally 1.5 vertebral levels. The leads were removed and the trail was deemed a failure at this time. The issue was resolved at the time of the report.